Manufacturer narrative:
(B)(4). Concomitant medical products: 113952 sm hybrid glenoid base 4 mm 504780, pt-113950 pt hybrid glen post regenerex 849660, 113633 comp primary stem 13 mm mini 304660, 118001 versa-dial/comp ti std taper 133090. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04100, 0001825034-2018-04101, 0001825034-2018-04103, 0001825034-2018-04104.

Event description:
It was reported that the patient underwent a left total shoulder revision surgery due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The following report is submitted to relay additional information received. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.